Event description:
Patient mentioned they had an abbott trial that did not go well. Patient stated they had the trial in a couple extra days past the 7 days. Patient stated they stimulation was too high, then the abbott rep decreased it and the patient couldn't feel stimulation to which the rep said the patient isn't supposed to feel stimulation. Patient got not relief during the trial. Patient stated when the np (nurse practitioner) removed the trial, it didn't hurt but they started bleeding a lot. Patient stated they thought they were dying, couldn't lay down, sit, stand, or move but eventually they got the bleeding to stop before the doctor came back into the room. The patient thought they were going to pass out. Patient also reported a decade ago they did not respond to morphine well and ended up in the ER (emergency room). Unknown if the morphine or emergency room were related to the abbott trial. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).